Manufacturer narrative:
Additional information reported that eight days following the placement of the valve, the permanent pacemaker was placed. Nine days following the implant of the valve, complete heart block (chb) and left bundle branch block (lbbb) were identified on electrocardiogram (ECG). No additional treatment was reported and no additional adverse patient effects were reported. Date of event: removed (B)(6) 2018 and updated to (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Suspect medical device: updated serial number, model, catalog, expiration date, and unique identifier. E. Initial reporter: first and last name updated device mfg date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) indicated complete heart block (chb). Subsequently, a permanent pacemaker was implanted. No additional adverse patient effects were reported.